Event description:
Pt having cysto left retrograde with balloon dilatation ureteroscopy, laser lithotripty insertion double j. Stent. Upon attempted removal of cook ptfe guidewire after insertion placement double j guide wire unusually difficult to remove. Began to come out. Physician observed the inner core had separated and unraveling like a slinky - was finally able to remove guidewire. Unable to acertain if material (guidewire) still in ureter. Films taken -no indication of foriegn body.